Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013 - medical declaration and decontaminated sheets have been received. Date of revision has been provided. There is no additional information that would affect the outcome of this investigation.

Event description:
Litigation papers allege pain and problems. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6).